Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported that the uvc was in place and functioning for more than a week with no issues. During routine x-rays a leak was noticed below the hub. The uvc was removed on (B)(6) 2011. In a follow-up conversation with the hospital on (B)(6) 2012, the following information was provided. On (B)(6) 2011, the decision to withdraw medical care to the neonate was made by the parents at which time the uvc was discontinued by the medical personal. The neonate later expired. The clinician confirmed the decision to discontinued care and the expiration of the infant were not related to the covidien uvc issue.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.